Event description:
It was reported this port was placed sometime during event date month without incident for chemotherapy administration. Event date, difficulty accessing the port revealed the catheter had separated and migrated to the heart. Removal of the percutaneous retrieval of the catheter was successful and without patient complications. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Co believes initial placement; user technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's direction for use outline appropriate placement, access and maintenance procedures.